Event description:
Boston scientific crm received information that during the procedure to implant this transvenous defibrillation lead, the patient experienced cardiac tamponade and low blood pressure. A chest x-ray and echocardiogram were performed and noted a lead perforation near the tricuspid valve. It was noted that an emergency sternotomy was done, and the injury was sutured. It was later noted that the patient would be implanted with a pacemaker until they can be implanted with an implantable cardioverter defibrillator (ICD). It was noted that the perforation was thought to be due to the physician, the patient's diseased heart, and the fractured non-boston scientific lead. The patient was noted to be alive and in stable condition. This lead was removed from the patient and the location of the lead is unknown at this time.

Manufacturer narrative:
If additional information becomes available, the event will be updated.